Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos battery was evaluated and identified as the root cause. A service case was set up for cmos replacement. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.